Manufacturer narrative:
Upon evaluation of the returned device, it was found that the probe was broken 16 mm from the distal end. No scratches were observed around the broken surface of the probe, however, black discoloration was found on the broken probe and cracks that spread out from the black discoloration. The device history record was reviewed. No abnormalities were detected that related to the reported event. The instruction manual contains the following information in regards to handling the device: ¿ activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. ¿ do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. The exact cause could not be identified but it was likely that the breakage of the probe occurred by one or both of the following mechanisms: 1. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to crack. 2. A force was applied to the distal the probe, causing the probe to break at the cracks.

Event description:
A user facility reported that while using the sonosurg curved scissors,hf,pistol grip,5mm x 34cm during an unknown surgery, the probe of the scissors broke and fell off into the patient. The probe was removed from the patient and the scissors was replaced. The procedure was completed with no patient effects. Additional information was requested but not yet received.

Manufacturer narrative:
This report is being supplemented to correct h6 codes inadvertently left out of the previous report. Olympus will continue to monitor field performance for this device.